Manufacturer narrative:
The ge rep conducted an onsite investigation. The circuit boards were reseated and the cable was re-ran. The nodes and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communications error message. This malfunction occurred during a procedure. No pt injury was reported.